Manufacturer narrative:
(B)(4). The insulin pump was received with pump error during rewind due to moisture damaged on motor assembly. Unable to perform functional testings due to pump error. The power management parameters graph confirmed the unloaded voltage (unloaded v lith) and loaded voltage (loaded v lith) was within spec range. No unexpected pump error noted in the long trace or pump history. The pump was received with scratched case, minor scratched lcd window and stained serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the pump alarmed power error. The customers blood glucose levels was unknown. The pump will return for analysis.